Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up, the ventilator generated a low battery alarm and automatically shut off while ventilating. There is no reported patient involvement associated with this event.